Event description:
The customer reported that the system would shut down and reboot without command. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power plug was repaired. The fluoro functions board and the backplane connectors were reseated and the mainframe power supply was adjusted. The system was tested and found to be working as intended and put back into service.